Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient felt discomfort at the site and removed the pod. The patient's blood glucose levels rose to 27 mmol/l (486 mg/dl). Purulent discharge was noted coming from the infusion site (leg). The patient was admitted to hospital and was treated with antibiotic intravenously and a cream to apply to the leg. The patient does not recall the name of the cream or antibiotics. The pod was discarded and the patient was discharged after 2 days.